Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported developing an ulcer under the rear therapy electrode pads. During a follow up, it was reported that the patient consulted his doctor, who instructed the patient to place a band-aid over the affected area. The wife reported that the irritation was still present and hadn't improved. During a subsequent follow up it was reported that the patient had a small irritation on his right side. The patient was using a lotion prescribed by his doctor and it was reported that the rash had gone away. The final medical outcome of the reported ulcer is unknown.